Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "verify." It is unknown when and where this event occurred. Here was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "verify" was not confirmed by baxter personnel. During investigation, there was evidence in the sample evaluation to confirm that the pump head door, latch area, was broken. The as determined problem was captured as door by the quality engineer. The cause was determined to be cracks in the door latch/handle area. The pump head door with required parts was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted. A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.